Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
"As reported: after pre-drilling for a 3.5 screw, the threads on the screw became unbound as the surgeon was implanting the screw through the plate."

Event description:
"As reported: after pre-drilling for a 3.5 screw, the threads on the screw became unbound as the surgeon was implanting the screw through the plate."

Event description:
"As reported: after pre-drilling for a 3.5 screw, the threads on the screw became unbound as the surgeon was implanting the screw through the plate."

Manufacturer narrative:
Correction: please refer to d6a implant date -implant date on the initial MDR was not meant to be populated, d9/h3 - device not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown